Event description:
Healthcare professional later confirmed no complaint against the left side. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/jul/2024.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported extracapsular rupture. The device remains implanted. This record relates to the left side.

Event description:
Hcp later confirmed no complaint against the left side. This record is no longer reportable to FDA and will be un-reported.